Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/3/2015 with the following findings:a review of the black box indicated multiple ¿pump not primed¿ warnings had occurred on the date of the reported issue. It is a normal function of the pump to display the basal rate as 0units per hour if the pump is not primed. Upon power up, the pump emitted a call service 127 alarm, indicating the wrong type of battery was inserted. The alarm could not be cleared, preventing further investigation of the original complaint. The pump reference voltage was measured and was found to be below specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/24/2015 the reporter contacted animas, alleging that the basal rate says 0 on main screen of pump and they have no basal rates set for 0. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.